Manufacturer narrative:
Internal complaint reference: (B)(4). H11 h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned with original packaging with the batch number of the complaint on the label. The outer box has no defect. The outer tyvek pouch has been opened. The inner and outer trays are warped and deformed from heat exposure. A functional evaluation was performed on the returned device and found that the inner tyvek tray will not separate from the inner tray therefore the device is inaccessible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packaging process revealed that the operator should inspect both sides of the pouch or tray for seal defects and in the pouch integrity a definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (improper storage). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that before a meniscus repair surgery, the plastic packaging of the fast-fix flex was found to be melted when the box was opened, and the sterile pouch was compromised. The procedure was performed, without any delay, using an equivalent s+n back-up. No further complications were reported.